Event description:
It was reported that a flogard-compatible blood set leaked "below the chamber". This event occurred during patient use. No patient injury or medical intervention was associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is anticipated. A batch review will be performed.  A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was contaminated with blood upon receipt. The device was received in a condition that prevented further evaluation. The reported condition could not be identified during evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.